Manufacturer narrative:
Unique identifier: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was rebooted and case resumed. There was no patient injury.